Event description:
On (B)(6) 2012 peritoneal dialysis nurse advised baxter quality specialist that she spoke with a patient who advised her that his minicap had fallen off of his transfer set. There was patient involvement however at the time of the report there was no patient injury or medical intervention known, associated with this event. On (B)(6) 2012, baxter followed up with the home patient (hp). The hp went home after a clinic visit, took off his shirt and noticed that the minicap had fallen off of his transfer set. The hp went back to the clinic where they put another minicap on, flushed him, and he has been fine ever since. On (B)(6) 2012, baxter followed up with a nurse at the peritoneal dialysis clinic. She confirmed that she was aware of the events and that she knew the background information. She also confirmed that she believed his minicap had fallen off because it had needed that extra tightening twist.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The complaint is a result of use error and is therefore confirmed. The root cause was identified as use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.